Event description:
It was reported that a right atrial (ra) lead was explanted due to non-specific product performance issues. A new lead was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that a right atrial (ra) lead was explanted due to non-specific product performance issues. A new lead was successfully implanted. No additional adverse patient effects were reported. Subsequently, additional information was received indicating device was explanted due to high voltage threshold and loss of capture. No additional adverse patient effects were reported.